Event description:
It was reported the device tube clogged. The issue found during reprocessing. No harm was reported. No patient injury, no user injury reported due to the event.

Manufacturer narrative:
Initial reporter address- full name of the facility address is (B)(6). The subject device was received and evaluated. During the subject device inspection at repair center (rc) olympus china, service engineer noted that there was no water feeding at the channel tube (ch-tube), however, after the nozzle was removed, the water feeding restored to normal. The rc engineer in addition, noted that when inspected, the nozzle was found clogged with foreign material which cannot be removed. Additionally, the insertion section was found with foreign material attached to it and was hard to removed. This condition was noted to be due to insufficient cleaning (handling issue). Additionally, service repair noted the customer reported " ch-tube clogging" was not confirmed during inspection". Furthermore, the following defects were identified during device inspection: the insertion section was wrinkled. The keytop of switch 1 (sw1) was aging. Device evaluation noted the suspected ch-tube clogging reported by the customer facility was not confirmed however, ch-tube found no water feeding and when nozzle was removed from the device, the water feeding returned to normal, the clogging issue reported to be not on ch tube but noted to be from the device nozzle due to foreign material. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.